Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a complete lead was returned cut in two pieces. Visual examination found one full breach outer insulation degradation adjacent to the connector boot exposing the outer coil and one external outer insulation abrasion exposing the outer coil proximal to suture tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion and degradation zones. All other damage found is consistent with procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.